Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced kinked cannula and went to emergency room and subsequently got hospitalized on (B)(6) 2025. The patient noticed symptoms after 3 hours of insertion. The infusion set was in use for 2 days. The site of insertion was abdomen. The patient was admitted to intensive care unit (ICU). The patient stayed in emergency room (ER) for 6 days. The patient also had ketones and was treated with intravenous insulin and fluids of saline. The patient was released on (B)(6) 2025. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 02-mar-2026 against "lot number 6010873 and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage., soft cannula bent/kinked/crimped after removal -reduced flow., soft cannula bent (no harm)., soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula found kinked upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, the review confirmed that lot 6010873 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 02-mar-2026 against "lot number" criteria equal 6010873 and similar malfunction codes soft cannula bent/kinked/crimped after removal -blockage., soft cannula bent/kinked/crimped after removal -reduced flow., soft cannula bent (no harm)., soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula found kinked upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use. The count of complaint is 2 related with the same malfunction. See attached document "query 2464311" device history record (DHR) review: the lot 6010873 was manufactured according to the work instruction (wi) version 120 and manufactured in the line 08 on 28-jan-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review indicates nonconformance; escalation and corrective actions required per quality procedures. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all samples tested passed visual inspection. Wiguidance for functional testing 1 air flow test for complaints area version 2: all samples tested passed functional testing. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint investigation results: upon review of the eqms and related records, a complaint investigation CAPA exists, which addresses the issue reported. Reference CAPA/investigation (B)(4). Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine. Corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc) (B)(4). 1. Include the defect in document (B)(4) (work instruction inset line) . 2. Improve guards of the conveyors. . 3. Update trays for the stock of cannulas. 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address desing root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4) sep-2025). Based on the results of the investigation, select any of the following. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.